Event description:
It was reported that there were no field allegations made against the performance of this pacemaker device. The device was explanted and replaced with the reason for replacement reported as normal battery depletion. The device was returned, and device analysis was completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.